Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): covidien (B)(4) ra/qa, customer reports a (B)(6) male experienced an air injection during a heart catheter examination. It was not possible to reproduce the amount of injected air. The pt did not lose consciousness. There was no cardiopulmonary resuscitation required. The pt is fine now. No further consequences in state of health. The physician was present and used different pharmaceuticals against the air injection immediately.